Manufacturer narrative:
(B)(4). Printed circuit board ac sense module assembly. The field service engineer determined that the instrument issue was due to a defective printed circuit board (pcb) ac sense module assembly and the part was returned to abbott for further investigation. The investigation into the returned pcb ac sense module assembly showed a blown u6 voltage regulator. The root cause of the pcb ac sense module assembly failure cannot be determined. A review of pcb ac sense module assembly data for the last 12 months indicates this part has a 99.97% reliability worldwide. A review of the service history on the cell-dyn 1800, (B)(4), showed that the instrument was installed at the account on (B)(6), 2004. A total of 24 tickets have been reported throughout the instrument history, out of which four (4) complaints were for power surge/outage; one (1) required a power supply replacement ((B)(6), 2007). There has been one (1) preventive maintenance ((B)(6), 2007) performed on the instrument since installation. The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, under section 10, troubleshooting and diagnostics, provides information to assist in problem identification, isolation, and corrective actions. Section 10, notes that in an emergency situation, to turn off the power switches in any order, as quickly as possible. A non-statistical trend (nst) complaint review was performed for the reported issue from (B)(6), 2009. The review showed zero (0) complaints during the searched period. No nst was identified. Based on the investigation of this complaint, no product deficiency was identified on the cell-dyn 1800 instrument for the reported issue. There was no systemic issue for the cell-dyn 1800 product line. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated after hearing a loud "gunshot" noise from the cell-dyn 1800 analyzer, smoke was emitted. The customer unplugged the analyzer and field service was dispatched to inspect and service the instrument. No injuries were reported.